Event description:
Boston scientific received information that during a follow up visit of this recently implanted right ventricular lead and pacemaker, interrogation revealed remaining longevity discrepancy of the device. Technical services performed a review of the remote monitoring data and determined the impedance measurements had decreased two hundred ohms within four days of implant. Lead dislodgement was suspected. A revision was performed. This lead was successfully repositioned and acceptable measurements were obtained post procedure. No adverse patient effects were reported.

Manufacturer narrative:
- -

Event description:
Additional information was obtained. Remote monitoring revealed right ventricular lead noise. Lead dislodgement is suspected. A revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this right ventricular lead was successfully repositioned, remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
In addition, ts reviewed remote monitoring data. This lead displayed undersensing and amplitude fluctuations. An x-ray to confirm the lead position was suggested. Ts agreed that the electrical parameters and electrogram analysis indicate lead dislodgement and recommended lead replacement rather than repositioning if an invasive procedure is performed.